Event description:
Legionella in several folks in the same nursing home.

Event description:
Legionella in several folks in the same nursing home.

Event description:
Legionella in several folks in the same nursing home.